Manufacturer narrative:
(B)(4). The xience pro 48 device is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported deflation difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted the xience pro 48 everolimus eluting coronary stent system electronics instructions for use states: do not exceed rbp as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressure higher then specified on product label may result in a ruptured balloon with possible intimal damage and dissection. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an in-stent restenosis in the right coronary artery. After deployment of a 3.0x48mm xience pro stent at 16 atmospheres (atms) and increased to 20 atms, the balloon failed to deflate. A negative was held for approximately 4 minutes to try and deflate the balloon. The balloon remained inflated in the artery for approximately 3 minutes. Various deflation devices were used in an attempt to deflate the balloon; however, were unsuccessful. The balloon was finally deflated using a 50ml luer lock syringe. The patient is doing well. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returning for analysis; however, the device was returned. (B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The deflation issue was confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties.